Manufacturer narrative:
Additional information: a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07/29/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, ¿infusion running> alaris IV smart pump stopped reading"channel error". Unexpected medical or surgical intervention to prevent a. Through d." Additional information received: it was found that the channel error 240.4150 occurred due to a channel disconnect caused by iui corrosion. Customer further reported that the cause of the corrosion is due to cleaning practices using oxivir wipes rather than following the recommended cleaning protocol. Further information received reported that error 240.4150, failed upper fluid pressure sensor debris in left iui connector, replaced upper fluid pressure sensor, replace left iui connector, all tests passed. No additional information was provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, ¿infusion running> alaris IV smart pump stopped reading"channel error". Unexpected medical or surgical intervention to prevent a. Through d." Additional information received: it was found that the channel error occurred due to a channel disconnect caused by iui corrosion. Customer further reported that the cause of the corrosion is due to cleaning practices using oxivir wipes rather than following the recommended cleaning protocol. No additional information was provided.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, ¿infusion running> alaris IV smart pump stopped reading"channel error". Unexpected medical or surgical intervention to prevent a. Through d." Additional information received: it was found that the channel error 240.4150 occurred due to a channel disconnect caused by iui corrosion. Customer further reported that the cause of the corrosion is due to cleaning practices using oxivir wipes rather than following the recommended cleaning protocol. Further information received reported that error 240.4150, failed upper fluid pressure sensor debris in left iui connector, replaced upper fluid pressure sensor, replace left iui connector, all tests passed. No additional information was provided.